Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Review of manufacturer records confirmed that the patient is deceased and died approximately two months after device system was implanted. Communication attempts with the clinic for additional information were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.